Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product evaluation confirmed that the existing polyamide pouches used as the secondary sterile barrier in the packaging of cocr head is found to be less robust when subjected to above abnormal handling and shipping. The current packaging configuration had originally successfully passed the acceptance criteria as part of the packaging validation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to abnormal handling and shipping conditions caused loss of vacuum. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The plastic tray that holds the implant was cracked and the inner pouch was not vacuum sealed.